Event description:
It was reported that during a colectomy procedure, the staples would not hold. The surgeon finished the procedure with manual sutures. No pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.